Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a shaft break occurred. The lesion being treated was located in the right coronary artery and right posterior descending artery. Details of the lesion are unknown. While advancing the 2.25x12mm taxus express2 atom coronary stent delivery system through the guide catheter, the proximal portion of the shaft broke and the "wire part broke off the taxus." They were able to easily remove the catheter and predilated a second time with a non bsc balloon. They were able to deploy an unspecified stent. The patient status is fine and no complications were reported.